Event description:
In 1999, the facility's director, materials mgmt informed the manufacturer sales rep of the following: the facility's director, materials mgmt contacted the MFR's sales rep to pick-up a device that had been explanted. When he arrived at the facility, the device was described to have a hole in the catheter. No further details were provided.